Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). The physician checked the system via cystoscope, the system had coaptation but "not fully" which explained the incontinence. A surgical procedure was performed in which it was noted that the original system had the full fluid, however, the cuff was removed and a new smaller cuff was implanted. During the procedure the balloon was also explanted and replaced with a new balloon with longer tubing. The patient did not experience any further complications and the coaptation was verified via cystoscope. No more information available at the moment, further information was requested. It was further reported that it did not appear to be a malfunction. No more information available at the moment. Should additional information become available, it will be provided.